Event description:
The customer reported that imprecise thyroid stimulating hormone (tsh), ferritin, vitamin b12, estradiol, folate, progesterone, and/or prostate specific antigen -who standard (psa-who) results were generated from a unicel dxl800 access immunoassay system on (B)(6) 2011. This report is two of seven and represents the three imprecise ferritin patient results associated with this event. The instrument had experienced a malfunction of unknown origin which manifested in a system generated "temperature control shutdown" error. The customer was advised by beckman coulter inc. To reboot the analytical unit and repeat any patient samples that were performed during the timeframe of the error. Upon verification of patient results, the same instrument generated higher repeat ferritin results, which were within the same clinical category, but outside of the assay's stated precision claim. The imprecise results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The samples were collected in serum tubes with gel separators and were centrifuged at room temperature prior to testing. Patient specific information, instrument quality control results and system check information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) noted that the instrument had experienced reagent storage jam issues a few times per week which had, at least in one instance, triggered an additional system error. The fse replaced the reagent gripper sensors and upgraded the system software. The instrument was returned into service upon verification of repairs. This event is currently being investigated by beckman coulter inc. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-03040, 2122870-2011-03041, 2122870-2011-03042, 2122870-2011-03048, 2122870-2011-03049, 2122870-2011-03050, 2122870-2011-03051.

Event description:
...

Manufacturer narrative:
(B)(4).